Event description:
The customer reports that while attempting to insert a filliform the material was not rigid enough to pass the prostate. The material would "crinkle up". No injury was caused by the "crinkling". Various sizes (not identified) were attempted, all with the same results. Pt was taken to surgery to have a different instrument used to pass the catheter. Customer reports that this occurred on two separate occassions, but no specific info about the event was available. Customer was unable to identify the size(s) or style(s) of filiform used.